Event description:
It was reported that the customer was experiencing unexplained high blood glucose and paramedics were called. Then the customer was hospitalized with high blood glucose of 558mg/dl. The events leading to the event were nausea, vomiting, and tired. Troubleshooting was performed. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.